Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025, which is off-label usage of the device. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event, around 06:00pm, the patient cgm reading was low, and the patient took 8 glucose pills and a shake. After the self-treatment the patient experienced a mild headache and dizziness, and the patient drove himself to the hospital. When a fingerstick was taken at the hospital the cgm was reading low, and the blood glucose reading was 360 mg/dl. The patient was treated with insulin (route not specified) and a saline solution (this would have been intravenous). Furthermore, blood and urine tests were done. The patient recovered after treatment and was discharged the morning after at 02:00am. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.